Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/7/2020 h.6. Investigation: when the actual sample was was checked that was received, liquid leakage was found at the connection between the c35 and female luer connector. No abnormalities such as damage were found in the c35 and female luer connector. Also, the c35 and female luer connector could be easily removed. In the bonding process of the relevant part, the parts are fixed to a dedicated jig and a fixed amount of adhesive is applied by a fixed amount application device. In addition, 100% inspection is performed to ensure that the product will not come off due to a slight load in the rotating direction after bonding. Since a normal amount of adhesion traces was found on the intended parts of both parts of the actual product, this event caused the bond to peel off due to excessive load in the rotational direction, it was speculated that the looseness may have led to a leak, but this investigation did not identify the cause. When the white housing part of c35 is firmly gripped and operated, the load will not be applied to the adhesive part in the rotation direction. H3 other text : see h.10

Event description:
It was reported that leakage occurred from the connection area of spike tube and connector with a bd sp set. The following information was provided by the initial reporter, translated from japanese to english: a spike set was inserted into an infusion bottle, an injector syringe was attached to the spike, and the diluent was drawn. The freeze-dried agent, alimta was then dissolved, and the solution was injected in the above-mentioned spike bottle. Then, a leakage from the connection area of the spike tube and connector (c35) occurred.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that leakage occurred from the connection area of spike tube and connector with a bd sp set. The following information was provided by the initial reporter, translated from (B)(6) to english: a spike set was inserted into an infusion bottle, an injector syringe was attached to the spike, and the diluent was drawn. The freeze-dried agent, alimta was then dissolved, and the solution was injected in the above-mentioned spike bottle. Then, a leakage from the connection area of the spike tube and connector (c35) occurred.